Event description:
It was reported, that the video system center exhibited a lamp error code e105 on the screen and got a yellow light. The issue occurred, during an appendectomy therapeutic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is confirmed that error e105 occurred due to led unit failure at inspection by the repair department. Therefore, it is presumed that error e105 is displayed due to led unit failure olympus will continue to monitor field performance for this device.